Event description:
It was reported that there was right ventricular (rv) lead oversensing. The rv sensitivity was adjusted and the rv lead remains in use. The patient is enrolled in the system longevity study. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.